Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that after installation of the cs100 intra-aortic balloon pump (iabp) and prior to use on a patient, it was found that the vertical support bar components were uneven and had a bulge. There was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the vertical support bar to resolve the issue. All functional and safety tests were performed to factory specifications and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that after installation of the cs100 intra-aortic balloon pump (iabp) and prior to use on a patient, it was found that the vertical support bar components were uneven and had a bulge. There was no adverse event reported.